Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii, and "patient¿s concern with the product." Device has been explanted.

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii, and "patient¿s concern with the product." Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified yellow particles in the shell, a flat crease, overweight, and an opening on the radius side. A visual and microscopic analysis were performed which identified a puncture opening on the radius side. Based on the device analysis, the final assessment is a striated puncture assessed as surgical damage-like consistent with the use of a surgical tool. Additional, corrected, and/or changed data.